Event description:
It was reported there was a problem with the life of the implantable neurostimulator (ins) and it was replaced. It was stated there was an impedance problem with the clinician programmer that existed before so the decision was made to change the electrode. It was noted that in the procedure they set the ins aside and they changed the electrode. It was stated there was no injury to the patient and no patient symptoms or complications were associated with the event. It was later reported there was no impedance problem with the new ins because of the new lead. It was stated the patient was okay.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported incorrectly that there was a problem with the life of the implantable neurostimulator. There was actually no allegation against the life of the implantable neurostimulator.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information about this event was previously reported in manufacturer report #3007566237-2014-00940 but actually pertains to this event. Please reference that report for the additional information and any new information will be sent in a supplemental report.